Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, reloading the cartridge, resuming insulin deliveries, and rejoining the sensor session. Customer was advised to contact technical support in the future for assistance and documentation of any issues. No further malfunction codes occurred after resetting, and the customer was instructed to continue using the pump and call back if any issues recur.